Manufacturer narrative:
It was reported that the surgeon had issues with the positioning of the f4 ijig. The rotation of the jig appeared to be off which resulted in some overhang of the femoral implant. The surgeon repeated placement of the f2 and f3 to drill the distal holes for the f4 resulting in a better positioning for the f4. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon had issues with the positioning of the f4 ijig. The rotation of the jig appeared to be off which resulted in some overhang of the femoral implant. The surgeon repeated placement of the f2 and f3 to drill the distal holes for the f4 resulting in a better positioning for the f4. The surgery was completed successfully.